Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of over 400 mg/dl for the past month. The customer treated with manual insulin injections. The customer refused to troubleshoot and requested for a new insulin pump. The customer reported a no delivery alarm from the insulin pump. No additional information was provided.